Event description:
Caller (nurse) alleged discrepant results compared with the coaguchek meter and the lab. Results as follows: date: (B)(6) 2011, inratio: 1.7, coaguchek: 4.2, lab: 4.4. Pt's therapeutic range: 2.0-3.0 inr. Patient was recently hospitalization due to a gi bleed (prior to discrepancy with inratio meter). Bleeding was attributed to radiation treatment for cancer and "coumadin toxicity" per hospital discharge notes.

Manufacturer narrative:
Investigation pending.